Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Event description:
Healthcare professional reported left side rupture. Healthcare professional also reported "implant ruptured while implanting". The event of rupture is not device related. Device has been replaced with a backup device as this was a primary augmentation.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec and opening on radius. A visual and microscopic analysis was performed which identified striated opening on radius and crease fold. Base on the device analysis the final assessment is: striated opening assessed as surgical damage.